Manufacturer narrative:
As reported from the complainant, the post angiogram showed no blood flow distal to the closure site. A surgical cut down explanted the manta device and restored distal flow. Following surgery, the physician stated that the "manta appeared to have torn the intima" and thought the vessels looked smaller and more calcified than appeared on the scans prior to surgery. Based on the physician's assessment of the vessel conditions, if the vessel size was not 6.6-7.0 mm as determined during pre-imaging scans, it may have fallen below the 6mm minimum diameter requirement to deploy manta without potential to catch the vessel walls and create a dissection. The following adverse events related to the deployment of vascular closure devices has been identified in the IFU: ischemia of the leg or stenosis of the femoral artery; local trauma to the femoral or iliac artery wall, such as dissection; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The risk documentation was reviewed, and this incident is a known risk. The occurrence rate of this type of incident remains below risk documentation's acceptable occurrence rate limits. The device history record (DHR) documentation was reviewed and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The manta instructions for use (IFU) identifies local trauma to the femoral or iliac artery wall, such as dissection as a possible adverse event related to the deployment of vascular closure devices. The IFU also states potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device includes arterial damage and vessel laceration or trauma. An investigation has been opened to review the device history record, risk documentation and case imaging (if available).

Event description:
On (B)(6) 2019, the patient underwent a thoracic endovascular aneurysm repair (tevar) procedure. A 20f medtronic thoracic graft was deployed and then a 16f sentrant sheath inserted in its place. The manta 18f vascular closure device deployment reportedly went well. A post-closure angiogram revealed there was no blood flow distal to the closure site. The physician proceeded with surgical intervention to restore distal blood flow. The manta device was explanted during the surgical intervention. Post-surgery, the physician reportedly stated that "manta appeared to have torn the intima". The physician further stated that he thought the vessels looked smaller and more calcified than what appeared on the original CT scan taken prior to the procedure. The patient's artery size was reported to be 6.6 - 7.0 cm. The patient's activated clotting time (act) at the close of the procedure was 360 seconds. This complaint is being reported because the patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. There was no allegation of a manta vascular closure device malfunction. The manta vascular closure device instructions for use indicates vessel laceration or trauma as a potential adverse event associated with any large bore intervention, including the use of the manta vascular closure device.